Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was displayed as ¿high¿, although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer changed their infusion set to address bg. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.